Event description:
The customer reported that the x-ray pedal no longer works and a "not registered" error message was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were checked during the service call. The system was tested and found to be working as intended and put back in service.